Manufacturer narrative:
The following fields have been updated with additional information: h6, h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-feb-2012 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that user access was lost sometimes. A technical support specialist checked and found that the issue had not occurred for a long time, reviewed override groups and association dates and no recent changes were made. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using bd pyxis¿ medstation¿ es auxiliary user access was disrupted. The customer confirmed experiencing delays in medication dispensing. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using bd pyxis¿ medstation¿ es auxiliary user access was disrupted. The customer confirmed experiencing delays in medication dispensing. There were no adverse events or injuries reported based on this incident.